Event description:
It was reported that upon interrogation, the pulse generator exhibited backbup vvi operation. The device had reached elective replacement indicator and troubleshooting could not be performed. No patient symptoms or intervention were reported.

Manufacturer narrative:
Initial reporter: company representative.